Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that during a procedure, it was difficult to visually see the 6.0 marking point on the endotracheal tube, and it is difficult for the clinicians to see all the markings clearly, especially when using products for neo-nates. As a result, the nurse practitioner had to extubate a neonatal patient in order to see if they were at the 4.0 or 5.0 mark during insertion of the tube. There was no further patient harm reported.